Manufacturer narrative:
Puritan bennett was not authorized to service this vent. The customer replaced the bdu cpu board. It was reported vent passed all testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.